Event description:
Fogarty catheter balloon ruptured when the surgeon pulled the catheter out of the vessel. The balloon was not visualized. Unable to determine if the balloon was still in the vessel or was expelled by the increased blood flow as the catheter was removed. Date of use: (B)(6) 2012. Reason for use: placement of left forearm av graft.